Event description:
Upon suturing the pacemaker pocket, doctor noticed the suture did not have a sharp tip. He immediately stopped suturing. He inspected the pocket for possibly a suture/needle tip. He then re-opened the pocket to verify no tip was in the pocket. No tip found. He proceeded to x--ray/fluoro the pocket, as it would be visible under x-ray, no tip. He proceeded to use a sterile magnet over the pocket as a further measure to ensure no tip was there, as there was not. After investigation of the pocket, it was determined there was no lost tip. He further stated that the needle tip may have been blunt to begin with. The suture was placed in a specimen cup and labeled. From the procedural note: "the pocket was flushed copiously with vancomycin and ancef and the pulse generator with the leads were placed into the pocket and sutured down to pre-pectoral fascia using 0 ethibond sutures. The incision was closed in 3 layers, 2-0 vicryl, 3-0 vicryl and 4-0 vicryl. Upon finishing the subcuticular layer with 4-0 vicryl, the needle was noted to be missing the tip. It was unclear whether the tip had broken off or if the needle was shortened at onset. The pocket was reopened and explored thoroughly. The pocket was also inspected under fluoroscopy and a magnet was used to try to attract the needle tip, but it was not detected. It appears that either the needle originally had a broken off tip, or the tip may have broken off outside of the pocket. The incision was then reclosed in 3 layers, 2-0 vicryl, 3-0 vicryl and 4-0 vicryl and overlying steri-strips. This morning after the patient awoke, I explained to the patient that there is a small possibility that the needle tip could be in the pocket and there is no bleeding in the splinter. I have instructed him to check for this daily, especially once the steri-strips removed, and if he does see the needle tip to call me."